Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier login was sluggish. However, there were no delay to patient care and adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio ID) login was sluggish. A field service engineer accessed the anesthesia station and set the network speed to 100 and duplex to 2. After rebooting the station, the customer tested bio ID, which was working properly for the anesthesia station. The system functioned as intended after the field service engineer repaired the device.